Manufacturer narrative:
Device received with a blank non-flashing white lcd display with vertical or horizontal white lines due to cracked lcd glass. Unable to perform the self test, displacement test or verify missing segments due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had display anomaly. The customer¿s blood glucose level was 14.8 mmol/l at the time of the incident. It was reported that the display on the pump has gone grey. There are lines in the screen and some of it was blank. Insulin pump hasn't been dropped or bumped. The customer was advised to remove the battery and put a new one in. It didn't make a difference. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.